Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the drill bit interfered with the proximal screw hole of the reported nail during a surgical procedure. The surgeon attempted to drill the screw hole after he had already inserted three multiloc screws at the proximal region. The surgeon ultimately completed the procedure by drilling the hole using a 2.4mm guide wire. It is unknown if the drill bit broke, but it was confirmed that no parts were left in the patient¿s body. A ten (10) minute surgical delay was noted. It was reported that no interference occurred during the pre-surgery device check. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. The surgical procedure was completed on (B)(6) 2015. It is unknown if the nail was fully implanted into the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.